Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the information provided to st. Jude medical, the cause for the reported event remains unknown. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment.

Event description:
It was reported during an ablation procedure there was fluid leaking from the handle of the cool path duo catheter. The physician noted fluid leaking from the handle of the cool path duo catheter after 2 hours of use during an ablation procedure. There were no adverse consequences to the patient.